Event description:
Ous MDR - on (B)(6) 2017, there were no hm alerts reported. On (B)(6) 2017, mode switch was activated several times. There was noise and inappropriate shocks confirmed. On (B)(6) 2017, ra lead failure was confirmed by hm. On (B)(6) 2018 a follow up was done at the hospital, and confirmed the lead failure for both bipolar and unipolar. For bipolar, noise was appeared and mode switch was activated right away, so the setting was changed to vvi60, and decided to monitor the patient. The lead will not be returned for an analysis.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data and the x ray image. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available data were investigated. The lead impedance test, performed on the (B)(6) 2018 showed a value greater than 2500 ohms in unipolar and in bipolar as reported in the complaint text. Furthermore the iegm freezes demonstrated noise on the ra channel and a loss of sensing. The provided x-ray image in posterior-anterior projection showed two bradycardia leads in the implanted state. The generator was implanted near the shoulder joint. The atrial lead revealed a kink in the area of the v. Cava superior which might have led to an increased stress level of the lead in this area. However, based on the x-ray image no definite conclusion regarding the root cause of the clinical observation could be drawn. Should additional information or the device itself become available for analysis, the investigation will be updated.